Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A customer reported that a footswitch did not respond before a procedure. There was no patient involved.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer ordered a new footswitch and returned it for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on september 5, 2007. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on september 27, 2010. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The sample was connected to a calibrated console and the system was powered on. The sample was tested and it was found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).